Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, and adjust belt messages) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, severing the wires in the cable. The ECG "c" and "d" cable was missing. The root cause for the missing cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages, and also had a damaged cable.